Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed lesion was located in a mild to moderately calcified and moderately tortuous distal right coronary artery. The 2.5x8mm quantum maverick monorail balloon was inflated to fourteen atmospheres and ruptured. The balloon was removed intact. It was reported that this may have been on the first inflation but unable to confirm. The procedure was completed with a different device. The pt status is listed as fine with no complications reported.

Manufacturer narrative:
The complaint device was not returned for analysis. The mfg batch record review confirmed that the device met all material, assembly and performance specs. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).